Event description:
It was reported that the patient fell during yoga and felt a 'lot of tapping' sensation. She went home and turned her device off. When she turned the device back on she felt 'it.' The patient stated she wasn't feeling any stimulation since turning the device back on. It was noted that she was very sore on her right side where she had fallen. The device was interrogated two days later and no problem as found. An x-ray was scheduled for (B)(6). It was noted that the patient did not require hospitalization. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient had x-rays done and the device battery checked by her physician. It was determined that the battery was getting low, and therefore the patient scheduled a replacement for (B)(6) 2012. The patient saw her health care provider on (B)(6) 2012 and no programming or device changes were made.

Manufacturer narrative:
(B)(4). Lead model 3093-28, lot# v007069, implanted: (B)(6) 2006, explanted: na; extension model 3095-10, serial# (B)(4), implanted: (B)(6) 2006, explanted: na; programmer model 3031a, serial# (B)(4).